Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for depression and movement disorders. It was reported that the patient was experiencing persistent shocking sensation in chest pocket. The impedances were normal, however the doctor opted to replace the adaptor from 2011 and original extension from 2006 with 37086-60. The patient complained that the ins was too superficial/prominent providing another reason for the doctor to explant the adaptor. They do not know if the shocking sensation was coming from the adaptor or from the extension. Impedances were normal after replacing the adaptor. The patient's therapeutic impedance with current drain prior to revision was 542 ohms and 11.7ma. After revision, 887 ohms and 7.3ma. There was no explanation of the shocking an no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed until surgical intervention on (B)(6) 2019. The issue is reported to be resolved. The explanted devices will not be returned for analysis due to being discarded by the customer. No further complications were reported or anticipated.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for depression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: extension. Product ID: 64001, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: adapter. If information is provided in the future, a supplemental report will be issued.